Event description:
A balloon ruptured at eight atmospheres during testing. To date, attempts to obtain further details regarding the circumstances surrounding this event have been unsuccessful. Should further details become available, a supplement will be forwarded. The international preliminary evaluation revealed two severe kinks on the shaft. Although it was indicated this device ruptured during testing, traces of blood were present inside the ballon. A 5mm circumferential tear was revealed 2.7cm from the distal tip. A severe dent was noted on the tip inside the balloon 4cm from the distal end. The balloon was badly creased. Should further findings become available, a supplement will be forwarded. Bases on the condition of the device, it appears pt anatomy may have been a contributing factor in this event. However, co is unable to determine the exact cause for this event.